Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity on the device has been decreasing faster than expected. The device mode and sensitivity were reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.